Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. Visual and functional evaluation noted that the reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: there were partially formed staples at distal end. Used another reload to fire into the small apex of tissue that was left by first reload

Manufacturer narrative:
(B)(4). Concomitant medical products: battery pack - (B)(6) 2016. (B)(4).

Event description:
According to the reporter, during a lap sleeve gastrectomy, involving the stomach, on the first firing with the reload with seamguard the powered stapler stopped about 10mm into the tissue. The surgeon noticed that it sounded "weak" when closing down on tissue. The user waited 30 seconds and it would not advance. The surgeon retracted reload and we changed out the system to correct the condition. The last known patient status is reported as good.